Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for unrelated dialysis. Upon interrogation, it was noted that the left ventricular lead dislodged. The lead was explanted and replaced. The patient was asymptomatic and stable post procedure.